Manufacturer narrative:
Pump performed within specifications. Reservoir had a wear leak. Cylinder had a wear leak. Cylinder was functional. Tubing was functional.

Event description:
Info received on 10/16/97 indicates reason as fluid loss and would not inflate.